Event description:
Philips received a complaint on the v60 ventilator indicating that there was a machine and proximal pressure sensor failed alarm during the power-on self-test (post). The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that the alarm was occurring every time they attempted to turn on the device. The customer informed the rse that the flow sensor had been replaced and then the issue began. The rse advised the customer to replace the following parts in this order: data acquisition (da) printed circuit board assembly (pcba) to motor controller (mc) pcba cable, da pcba, mc pcba, power management (pm) pcba, and then central processing unit (cpu) pcba. The customer stated that they would test the device and check the da to mc pcba. This investigation is ongoing.

Manufacturer narrative:
In a good faith effort (gfe) response from the customer received, it was stated that they had checked the da to mc pcba cable and found it had come loose. The customer stated that the issue was resolved once the cable was securely reconnected. No further action or part order was required. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.